Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The peritonitis was manifested by cloudy pd effluent, fever, and abdominal pain. It was not reported if the patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient's pd catheter was removed and dianeal therapy was discontinued. It was not reported if the patient recovered from the peritonitis event. No further information on patient outcome was provided. No additional information is available.